Event description:
Patient had cypher drug eluting stents placed in 3 years ago. Pt had nstemi (non st elevation myocardial infarction). Stents found to be occluded during pci (percutaneous coronary intervention) earlier this year.